Manufacturer narrative:
Additional manufacturer narrative: supplemental submitted to include additional information received through follow-up.

Event description:
Edwards received additional information through follow-up. It was learned that the patient presented to the hospital with syncopal and presyncopal episodes. The patient tolerated the valve-in-valve procedure well and was transferred to the cardio-thoracic intensive care unit (cticu) in stable condition. Post operative date two (2) echo showed good valve function. The patient was discharged in good condition on post-operative day two (2).

Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. As the device was not returned to edwards for analysis, the root cause for the severe stenosis remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 27mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of eleven (11) years, eight (8) months, twenty-three (23) days due to stenosis. A 29mm transcatheter valve was implanted via the transapical approach. It was reported that the case went as planned and was successful. No other details were provided.